Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the right atrial (ra) lead the patient experienced nausea and pericardial effusion. Perforation and cardiac tamponade were confirmed. It was reported that a pericardial puncture was performed and blood was drained. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.